Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was good.